Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient complained of cramping near the spinal incision when the stimulator was on. On (B)(6) 2015, the rep saw the patient in the office and attempted to reprogram unsuccessfully. Due to being unable to get any stimulation in the right low back and leg were needed, an x-ray was done. The x-ray identified that both leads had migrated. On lead had pulled completely out of the epidural space and was coiled around l2/3 and the other lead had pulled down to the bottom on t12/l1. Initial placement had both lead electrodes positioned over the bottom of t7 covering t8. There was no stimulation in the correct spot and there was cramping at the spinal incision when the stimulator was on. A revision was planned for (B)(6) 2015. At the time of the report, the issue was not resolved. Relevant medical history included non-malignant pain.